Event description:
The physician reported that the patient's settings had not been changed in many years. He had his vns turned off for a MRI and when settings were reset, a false low output current message was received which noted that pulse width should be modified. (The false low output error is reported in MFR. Report # 1644487-2021-00558.) Pulse width was increased and the patient had increased heart rate, coughing, and gagging. The physician decided to start over with device titration. System diagnostic results were normal. Information was received from the physician that the patient does not have any pre-existing conditions that could have contributed to the increased heart rate. He noted that the coughing and gagging resolved in the clinic visit with the settings being lowered. No further relevant information has been received to date.